Manufacturer narrative:
H3: there was no damage to the construction of the device upon return. There was contamination observed on the outside diameter of the handle. The resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.28 ohms which was in specification. The probe tip fit securely into the handle with no issues. The device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold and, whole stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. There was no intermittent behavior while manipulating the tip, connector, or the wire. There were no open circuits or loose wiring observed in the handle, wire, or pin connector while using an x-ray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery for malignant thyroid tumor, there was no electrode response was observed during use. When a new spare product was opened and used, it responded without any problems. There was 5 minutes delay I the procedure. There was no patient impact.